Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An actual sample was returned to baxter and an evaluation was completed. The event history log review revealed there were no keystrokes, programming, use related or iipv events that would cause or contribute to the reported problem. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The cycler remote toolbox (crt) was used to verify the device pneumatic system. The crt revealed no leaks and all pressures were correct and stable. The device passed seal, purge, and wet disposable integrity test. A short simulated therapy was successfully performed. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. The cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. The patient was hospitalized the day of the event for chest pain and remained hospitalized at the time of death. Treatment during the hospitalization was unknown. Peritoneal dialysis therapy was being performed with a baxter device and/or baxter solutions up to the night prior to the event. Peritoneal dialysis therapy was not being performed with a baxter device and/or baxter solutions and the patient was not connected to the baxter device or any other peritoneal dialysis device at the time of death. The cause of death was cardiac failure and it was not reported if an autopsy was performed. Additional information was requested, but is not available.